Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and it was not irrigating. It was reported that during procedure, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gage test were performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and it was not irrigating. It was reported that during procedure, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional infomration was received indicating the issue was observed after the procedure. To troubleshoot they did a quick prime with the pump and syringe flushes. There were no errors given by the irrigation pump. The correct settings were set on the generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. (B)(6) hospital. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).